Manufacturer narrative:
11/24/2015 follow-up: customer reported blood glucose management is becoming problematic due to delay in alarm dismissal. Customer declined further trouble shooting with field representative. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while trying to deliver a bolus. Customer reported elevated blood glucose (bg) levels of 600 mg/dl. Customer indicated that an injection would be administered to stabilize bg levels. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours.